Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens. The lens haptic tore upon insertion into the eye. The incision was enlarged to remove the lens. Another lens was inserted. No sutures were required to close the wound. The reporter stated that during loading not enough viscoelastic was used, causing the lens haptic to tear.

Manufacturer narrative:
(No conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation. PMA p990013.